Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2018 - 00189, 0001825034 - 2018 - 00190, 0001825034 - 2018 - 00191, 0001825034 - 2018 - 00193, 0001825034 - 2018 - 00194. Additional concomitant medical products: 115330, comp rvrs shdr glen bsplt +ha, lot 906760; 115310, comp rvrs shldr glnsp std 36mm, lot 096620; 118001, versa-dial/comp ti std taper, lot 898890; 115370, comp rvs tray co 44mm, lot 957750; xl-115364, arcom xl 44-36 std +3 hmrl brg, lot 046540. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient has pain and infection. An aspiration was performed at an unknown date. No revision has been reported to date. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.